Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The physician informed the boston scientific representative that the icm device was at eos. Ts reviewed and advised the icm device was implanted for less than a year before eos. Subsequently an explant procedure was scheduled. The icm device was explanted and replaced. The procedure was completed successfully. The cause to the battery depletion is unknown at this time. The device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The physician informed the boston scientific representative that the icm device was at eos. Ts reviewed and advised the icm device was implanted for less than a year before eos. Subsequently an explant procedure was scheduled. The icm device was explanted and replaced. The procedure was completed successfully. The cause to the battery depletion is unknown at this time. The device is expected to be returned for analysis. No adverse patient effects were reported. Device has been returned and analysis performed.